Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type:catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving a morphine (15.0 mg/ml at 2.581 mg/day) and bupivcaine (15.0 mg/ml at 2.581 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient reported increased right lower extremity pain and it felt like the pump was not even there on (B)(6) 2016. A catheter access port (cap) contrast study found the pump check was normal but the catheter was flushed. The device diagnosis was catheter occlusion specified at the lumbar/pump portion. Interventions included the catheter was flushed during the pump check. The patient reported a significant decrease in pain since the pump on (B)(6) 2016. The outcome was resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.